Manufacturer narrative:
The zoll console in complaint was returned to zoll on 02/08/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Evaluation not completed.

Event description:
The customer reported that during patient treatment their ivtm thermogard (s/n (B)(4)) displayed a "system error." The exact error code was unknown. They used another device to continue with patient treatment. No patient information disclosed. No additional information provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll services at customer site. A review of the event log was performed and found tcmid: 05 (coolant diff failure) to have occurred several times. The tcmid 02(ce compressor start up error) was seen during run mode. The compressor failed to start within 10 minutes during run mode. The contact of harness for cooling engine(ce) and of processor board were noted to be burnt and were replaced. The broken pump cover was replaced. Functional testing was performed after repair, device passed all the testing. The customer reported complaint of the system exhibiting tcmid: 02 errors was confirmed. The root cause was determined to be burnt contact of the harness, which were replaced allowing the system to function as intended.